Manufacturer narrative:
The device passed testing. During a review of the device history a s321 (motor error-pmc, left) was noted in the device history. The probable cause of the customer reported s321 malfunction alarm code was due to a broken encoder on the motor. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility a s321 (motor error-pmc, left) malfunction alarm code was noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device/pump was in clinical use. No additional information was provided.